Event description:
During product evaluation by a baxter service technician, a flogard infusion pump experienced an occurrence of a low battery alarm when powered on. This condition had the potential to interrupt delivery. This was not reported by the customer, as it was found during preventative maintenance of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event. The cause was determined to be a defective main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.